Event description:
Nuclear med scanner began to descend upon pt during test, the emergency stop break was pushed by the tech, the camera continued to descend for approx 12-16 more seconds entrapping the pt under camera and on the table. The pt was removed and medically treated for contusions to nose, face and chest.